Manufacturer narrative:
Concomitant product: addr01, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency room with complaints of occasional chest pain following an episode of severe coughing. Spasms on the left side of the chest were also noted. It was found that the right ventricular (rv) lead was dislodged, resulting in high thresholds. The lead was attempted to be repositioned, however acceptable thresholds were not able to be achieved. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.